Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the patient presented with myocardial infarction and was referred for cardiac catheterization. On the same day, the index procedure was performed. The target lesion 1 was located in the proximal left anterior descending (lad) artery with 99% stenosis and was 12mm long, with a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.0mm x 16mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 10%. Six days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject died of an unknown cause. No other action was taken to treat the event and it is unknown if an autopsy was performed.